Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump displayed alert 38 indicating a motor stall after restarts, with insulin delivery suspended; the user transitioned to multiple daily injections and a replacement ilet was provided. Symptoms included no reported clinical symptoms. Outcomes included elevated blood glucose reaching 237 mg/dl and prolonged time above range, which was addressed by moving to injections without need for medical intervention. Investigation included review of device data available to the user, troubleshooting steps, and collection of device history via return logistics. Investigation of this device revealed an ilet alarm consistent with a motor stall affecting the pump mechanism, aligning with a device mechanical malfunction of the delivery system. It was concluded, based on previously established findings for similar reports, that the cause was device-related due to a motor stall.